Event description:
Returned product received with no information. The return paperwork did not suggest or question a malfunction and no patient symptoms were reported. The pump and catheter underwent routine analysis.

Manufacturer narrative:
Concomitant product: product ID: neu_unknown_cath, lot# serial# unknown, product type: catheter. (B)(4). Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication, stall due to shaft-bearing. Per the print report the pump was used to deliver dilaudid.